Event description:
This ra lead was implanted on (B)(6) 2012, and remains implanted at this time. A procedure form stating that reapir kit used on the atrial lead. The physician was dr. (B)(6) at (B)(6)medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).